Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the device was implanted in 2001. The device was revised post-op six years later, due to osteolysis and loosening.